Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance (around 27,000 ohms) on contact 2. No external factors were known to have led or contributed to the issue. The impedance was measured with a ct900. No actions/interventions were taken. The issue remained unresolved at the time of the report. Additional information was received indicating a "reconstruction" of the electrode position was planned and for the time-being, there was a wait-and-see approach as stimulation was possible on other contacts.